Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on the morning of (B)(6) 2018. The patient stated that she manages her diabetes with insulin, oral medication for diabetes (metformin, pioglitazone) and with an injectable that lowers blood glucose (trulicity). The patient denied making any changes to her usual diabetes management regimen when she was unable to obtain a blood glucose reading due to the alleged issue. The patient reported that 30 minutes after the alleged issue began, she started feeling like her blood glucose was ¿very, very low¿ and reported symptoms of ¿cannot walk, feel like vomiting and blacked out.¿ the patient claimed she was treated by her granddaughter with water after she regained consciousness. No additional treatment was reported. The patient denied that her blood glucose was tested with any other device. At the time of troubleshooting, the csr confirmed the correct test strips were being used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after she was unable to test her blood glucose due to the reported issue.